Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) results, within the risk stratification range of the assay, for two (2) patients, involving the access 2 immunoassay analyzer. This report references the access 2 serial number (B)(4) for one of the two patients involved in the event. The results were released out of the laboratory but there was no change or effect to the treatment of the patient referenced in this report. The customer stated that the initial positive accutni result was questioned by the patient's physician as the result did not match the clinical presentation of the patient. The customer repeated the sample on an alternate access 2 analyzer at a sister site and the customer obtained accutni results within the normal reference range of the assay for the patient. System parameters including quality control (qc) and system checks performed within assay/instrument specifications at the time of the event. The calibration curve performed on (B)(6) 2013 shows all levels of calibrators passing with acceptable coefficient of variation (%cv). Beckman coulter noted one failing calibration attempt on (B)(6) 2013 due to an elevated %cv for the s0 calibrator level. In addition, the passing calibration curve performed on (B)(6) 2013 indicated an elevated %cv and an elevated mean s0 relative light unit (rlu) value. The sample was collected in lithium heparin plasma separator tubes and centrifuged at 3200 rpm for 10 minutes. No sample integrity issues were noted by the customer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered several ultrasonic surface detection failed while lowering probe errors in the instrument's event log. The fse also discovered that the transducer voltage was low and outside of the instrument specifications. The fse proceeded to adjust the transducer voltage to be within specifications and replaced the pipettor. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is likely attributed to hardware; the fse replaced the pipettor and adjusted the transducer voltage to resolve the issue for the customer. Results code (400): transducer voltage and pipettor. All related medwatch reports associated with this event: 2122870-2013-00702; 2122870-2013-00715; 2122870-2013-00718.